Event description:
Stent placement md documentation: the csi orbital atherectomy device was then appropriately prepped and tested on the table. It was then advanced under fluoroscopic guidance to the level of the left main using glide assist. Once in position, an attempt was made to initiate atherectomy, however there appeared to be malfunction of the device as it only rotated for a brief moment before stopping. A repeat attempt was made at atherectomy with the same result. After discussion with the device rep, the recommendation was to withdraw the device. Attempts at withdrawing the device where unusually challenging; however, the device was eventually pulled back into the guide catheter. At this time, it became apparent that the distal portion of the wire appeared to have fractured and remained in the distal lad. The patient at this time became quite restless and uncomfortable. There was noted st elevations on multiple leads. Using a standard-length terumo runthrough wire, access was then quickly obtained to the left circumflex artery. An attempt was then made to advance a standard-length terumo runthrough azani wire into the lad, though this proved difficult likely due to coronary dissection. The wire was eventually advanced into the proximal lad and into the first diagonal branch. Subsequent angiography revealed evidence of a large vessel perforation involving the proximal lad/distal left main. A 3.0 by 15 mm compliant balloon was then advanced to the distal left main/proximal lad and inflated to limit extravasation. At this time, the patient appeared to lose a pulse and CPR was initiated. Complications: vt/vf (*) and cardiopulmonary arrest (*) fracture of the distal portion of the viper flextip wire malfunction of the csi orbital atherectomy device with the inability to perform sustained atherectomy, and subsequent difficulty of device removal. Dissection of the ostial to proximal lad and large vessel perforation of the distal left main/ostial lad likely secondary to the orbital atherectomy device resultant cardiac arrest secondary to acute vessel closure of the lad, and tamponade from coronary perforation. Please see comments in the intervention section for details as to how these complications were addressed. Conclusions: critical, 95%, heavily calcified stenosis of the mid to distal left main involving the ostia of the lad and left circumflex artery in a medina 1:1:1 true bifurcation pattern status post impella cp assisted high risk complex pci using a 2.75 x 12 mm onyx frontier drug-eluting stent in the left circumflex artery and a 3.0 x 22 mm onyx frontier drug-eluting stent in the distal left main into the ostial to proximal lad. Prior to stent placement an attempt at atherectomy was performed using the csi orbital atherectomy device with apparent device malfunction with the inability to perform any sustained atherectomy, and evidence of apparent distal wire tip fracture. This also resulted in dissection of the distal left main into the ostial to proximal lad as well as a large vessel perforation involving the distal left main and ostial lad. The resulting complications included tamponade from the coronary perforation as well as acute vessel closure of the lad necessitating multiple defibrillations, CPR, pericardiocentesis, and multiple resuscitative attempts as detailed below. Attempts at addressing the vessel perforation were complicated by the location as detailed below, with pci of the ostial to proximal left circumflex artery and distal left main to proximal lad performed. There was persistent extravasation that was to be addressed by placement of a second layer of stent, however prior to this being performed, the patient unfortunately went into refractory vf and eventually was unable to be resuscitated.